Manufacturer narrative:
The device was received for evaluation. Visual inspection found scratched keypad that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to be out of specification during testing. The reported condition 'keypad failed' was verified to be scratched keypad . Troubleshooting the device revealed the keypad was required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed keypad during an unspecified process step. There was no patient involvement. No additional information is available.